Event description:
The diu225 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of blurry vision and overcorrection, the iol was explanted in a secondary surgical procedure; information regarding the replacement iol was not provided. The patient¿s daily activities were not significantly affected. The following are all unknowns: incision enlargement, medical attention, medication prescribed (outside of standard care), procedural delays, sutures, and vitrectomy. Patient prognosis post lens exchange was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 06-jan-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The lens was received coated in viscoelastic residue. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue. The physical characteristics of the lens received was confirmed to match that of a diu225 model lens. No further evaluation was performed. The complaint issue reported could not be confirmed during product evaluation, and no issues were identified. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that this production order was released within diopter specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.